Manufacturer narrative:
The uninterruptible power supply (ups) battery was returned to the manufacturer for evaluation. Testing found that the battery would not charge.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and software investigation was completed. On-site, the database error was resolved by restoring the patient database from backup. The uninterruptible power supply (ups) batteries were replaced as well, resolving the system beeping. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The ups batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed the error message "an error may have occurred to damage system database." When the mobile view station (mvs) was booting up. It was also reported that the system was beeping. The patient database was restored from a backup and the error message issue was resolved. There was no patient present when this issue was identified. No additional details were provided.